Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced low glucose symptoms, she was sweating and became unresponsive. The patient´s husband called 911, when the paramedics arrived they took a blood glucose reading which was 33 mg/dl and the cgm reading was 150 mg/dl. The patient was taken to the hospital by ambulance, the patient´s husband cannot remember which medication was administered to the patient by the paramedics while they transported the patient to the emergency room. The patient´s husband cannot remember what the blood glucose values were at the hospital and what treatment was administered to the patient. The patient recovered and was discharged the same day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.